Event description:
During intra-op testing the patient could not feel stimulation. Impedance testing revealed high impedances of >10,000ohms with elect rodes 3, 4, 7, 9, 10, 12 and 13 despite visual confirmation of dry electrodes with good contact in the multi lead trialing cable (mltc). Reprogramming was performed. Testing could not adequately be performed during the procedure. The patient was alive without injury. The company representative confirmed that the patient had a 50% or greater symptom reduction. The cause of the issue was not determined. No lead fractures were noted. The patient was doing well and continued with the trial as appropriate.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).